Event description:
It was reported that the patient believed their pump device was "broken". The patient stated they had an appointment with their health care provider upcoming. No other information was obtained. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.